Event description:
It was reported this drainage catheter was placed for sclerotherapy. Post placement, alcohol was injected through this catheter. Following completion of the injection, it was noted that the catheter had fractured into a few pieces. Uneventful retrieval of the detached segments utilizing a snare followed. Another manufacturer's catheter was placed to successfully complete the procedure. The patient's condition is good. This device has not been returned for evaluation. Therefore, no failure analysis is available. A lot search performed and revealed no other complaints to date on this lot number. Co's follow up revealed alcohol was injected into this catheter. This device is a drainage catheter and the co's directions for use outline appropriate usage of this device. Co believes the non-indicated use of this device contributed to this event and do not attribute it to this device. The co's direction for use state: "the catheter is designed for percutaneous drainage of abscess fluid, biliary, nephrostomy, urinary, pleural empyemas, lung abscesses and mediastinal collections... Caution: do not allow alcohol to come in contact with the catheter. Exposing the catheter to alcohol may damage the coating and the catheter."